Manufacturer narrative:
A sample product was not returned for analysis. The reporter did not provide any product identifying information, which prevented a product and complaint history search. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the lens was inserted in the eye and removed due to a scratch that was noticed. There was no harm to the patient. Another lens was implanted instead. The scratch was caused by the injector.